Event description:
It was reported that during an implant procedure on (B)(6) 2026, two cerebrospinal fluid (csf) leaks occurred while the physician was placing both leads. As a result, the leads were pulled and a blood patch was performed to address the issue.

Manufacturer narrative:
Date of event and patient's weight is estimated. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.